Manufacturer narrative:
An additional review of instrument reports and reconstructing the scenario was performed by ortho care technical support. The data indicates the unexpected result came from a sample tube where the operator did not configure the sample ids correctly when manually scanning with the handheld scanner. When the sample was repeated to achieve the expected result it was still not readable by the internal scanned but the manual assignment was done correctly (there was only one sample in the rack so it is less likely to scan the wrong sample). (B)(4).

Event description:
Lab manager reported one event of false negative result issued by the vision s/n (B)(4) to a sample with a previous history of group b, rh positive. According to customer, sample (B)(6) was tested on vision analyzer on (B)(6) 2018, for type and reverse group. Result from vision indicated the blood type for patient to be group o- rh positive. Because of previous history, customer repeated testing of sample using tube method and reported blood type as group b, rh positive. Customer then retested the sample in question on a second vision analyzer s/n (B)(4) and blood type was reported as group b, rh positive. Customer further added a second sample was drawn from the same patient in question for a "repeat abo type" and that sample was tested on vision s/n (B)(4) and the blood type was reported group b, rh positive. Issue started on: (B)(6) 2018 (test date); reported 7-18-2018 frequency: x1. No incorrect or erroneous results reported as a result of this event. Daily qc testing was performed and acceptable on both analyzers. Gel cards passed pre-checks.